Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed. The customer's blood glucose was 150mg/dl. Customer stated the drive support cap is sticking out. The customer was advised the insulin pump will be replaced and revert to back up plan.

Manufacturer narrative:
The device alarmed prime during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify communicate to carelink pro due to prime alarm. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.